Event description:
It is reported from the patient's counsel that the patient underwent right total knee replacement on (B)(6)2002. Post-op, the patient experienced pain and x-rays revealed a fracture of the metal tibial plateau. Patient was revised on (B)(6)2006, wherein fracture of the tibial baseplate and polyethylene were noted.

Manufacturer narrative:
Based on the information provided, we cannot make conclusive determination of the root cause. Should further information be provided, this investigation shall be reopened.